Event description:
Additional information was received from the consumer. The patient left the hcps office after stitches were removed. They stopped by the store. They bent over to pick something up. They felt something warm and a big splash on the floor. They knew it had to be incisional because of blood. The patient relaxed on a chair. They put a sterile pad over and called 911. They were taken to a hospital. The hcp stitched it back up. The patient was put on antibiotics. The patient was uncomfortable and in some pain for a week or so, then slowly got better.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and bupivacaine at unknown doses and concentrations via an implantable pump for non-malignant pain. It was reported that about 1 week post implant, the patient's stitches were removed. Then on her way home, the patient stopped at a store and bent down to pick up her keys. The patient felt something on her feet, her shirt, and her pants. It was noted that a puddle of watery blood had come out and her stitches had popped open. The patient was taken to the hospital by ambulance and the stitches were replaced. The patient wore a brace for three to four weeks and had to be careful for a while. It seemed ok now, with just a little difference in the scar. It was noted that inconvenience and some pain were the big issues. It also required a "little longer" recovery. Additionally, the patient lost her personal therapy manager (ptm) in the ambulance, store, or hospital and no one knew what happened to it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.